Event description:
It was reported the pt had developed a seroma at the thoracic incision site following implant. The physician indicated this was more likely procedure related and is common with skin healing. The seroma was resolved spontaneously without medical intervention. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.